Event description:
It was reported the single use ligating device exhibited the loop was tight, and on releasing the loop the wire buckled, causing the loop to be unable to detach. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device condition may be the cause or a contributing factor of a reportable event. The event can be detected/prevented by following the instructions for use which state: drawing number and revision number of IFU: gk4574_16. ·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·never use excessive force to operate the instrument. This could damage the instrument. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, d4, d8, d9, g1, h2, h3, h4, h6 and h11. Correction to h6- heic code and investigation finding and h11. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. Based on the results of the investigation, it is likely that the reported event occurred due to the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. In addition, the factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. Scope angle. Meandering state of the scope tube. However, the specific root cause of the reported event could not be determined.

Event description:
Additional information received the polyp was located in the rectum and had a very thick stalk. Removal was performed under direct visualization. The polyp and loop were successfully removed without any adverse outcome to the patient. No medical intervention was required due to the issue. The procedure was not urgent or emergent, and there was no delay in its completion.

Manufacturer narrative:
This supplemental report is being submitted to correct the g3 date for the first follow up report submitted on july 22, 2025. Therefore, the previous follow up report was not late.

Event description:
No additional information obtained from the customer.